Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery on the vasoview hemopro endoscopic vessel harvesting system was not working. A new kit was opened to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that there were no non conformities with the device, no signs of clinical usage, and no evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it did not produce energy or steam. Based upon these findings, the reported failure, "cautery did not work" is confirmed. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. Internal file number - (B)(4).